Event description:
It was reported that there was parietal migration of the collar requiring the device to be removed. The peg was placed in 2007. Parietal collection, drainage & dressing for the pt. Unable to use another enteral nutrition before cicatrisation.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.